Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa and release criteria was being checked when it was noted that there was a thrombus on wds sheath. The closure device was released and the physician aspirated back while removing the sheath from the patient. The sheath was removed from the patient with no harm and the thrombus was removed with it. The closure device was successfully implanted in the laa. The patient did well following these events and had no deficits or complications. The patient has since been discharged home.